Event description:
Additional information received from the patient noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2015. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h8c3, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. The day prior the patient was implanted and indicates they started urinating every hour on the hour. They still have bandages on their skin due to the recent implant surgery but wanted to change their settings, the patient's wife stated they were not swollen. Patient services instructed them on how to use the programmer but at first they received a poor communication screen. They were informed they may need some time to heal but the patient was able to communicate and was seeing the device was on as well as the current program and voltage. The patient wanted to increase stimulation, so he did from 0.50 to 0.55 but said he had felt a little jolt between the rectum and scrotum. They feel ok now but patient services reviewed with them they should inform their doctor about the jolt. It was stated the programmer was increasing by increments of 5, not 1 and that they were currently on program 1. They were on program 2 with their previous device and it worked fine. It was noted the surgery center set the patient up on program 3 at 0.8 but that did not help, he was going to the bathroom every 20 minutes. The patient increased stimulation to 0.9 and it was too much stimulation. He was not sure how he got from program 3 to program 1 but now he is going to the bathroom every hour. The patient was redirected to their doctor to discuss their symptoms and any changes made. They indicated they had an appointment on (B)(6). Approximately eight days later the patient reported no stimulation sensation and he stopped feeling stimulation yesterday (feb. 25). They changed to program 3 to see if stimulation could be felt. He increased stimulation above where he normally felt it and was still not feeling stimulation. There were not traumas associated with the event or troubleshooting measures taken. The patient was redirected to their doctor for further assistance. Further follow-up is being conducted to obtain information regarding the lack of effect, jolt sensation, and frequency symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).